Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was abandoned and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the noise was observed on the right ventricular (rv) lead. The rv lead will be abandoned during the next planned intervention in one month. Rv lead remains in use. No patient complications have been reported as a result of this event.